Event description:
The customer reported that the device was not able to seal and cauterize already bleeding tissue. It is unk if regrasp alarms or end tones were heard at this time. The cause of the tissue bleeding was reported to not be device related. It was also noted that the clear insulation on the device became damaged. The insulation did not disengage and there was no potential for it to fall into the pt cavity. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.